Event description:
Additional information from the healthcare professional of the foreign clinical study reported the event was due to the extensions and was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the date represents the event onset date was (B)(6) 2014. No actions were taken as interventions. The etiology was noted as not applicable to the device or therapy as there was no reported adverse event and related to the procedure. The etiology was not due to programming.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the etiology was reported as not applicable to the device or therapy as there was no adverse event. The etiology was noted as not related to the procedure. The device deficiency was noted as out of impedance. Signs and symptoms included no sufficient paresthesia.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. A truncated report dated (B)(6) 2014 showed 2 electrodes were involved (#0 and 6 when referenced to electrode 4) with the impedances issues as measurement at 0.7 volts. It was noted that there were 4 other previous reports with one or none with impedance measurements. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that there was no adverse event reported in the event. If additional information is received, a follow-up report will be sent.